Manufacturer narrative:
A visual examination of the returned device found that the device did not present any issue. The jacket of the device was inspected and no abnormalities were found, the device was within specifications. Similarly, the returned unit was functionally tested and it performed according to specifications. The condition of the returned incident device was not consistent with the complaint that the device coating peeled. The complaint was not confirmed since the returned unit was within manufacturing specification. A DHR (device history record) review was performed and no deviation was found. (B)(4).

Event description:
Note: this report pertains to one of 2 devices used during the same procedure. Refer to manufacturer report # 3005099803-2010-04735, for the other associated device information. It was reported to boston scientific corporation that a biopsy forceps was used during a bronchoscopy procedure performed on (B)(6), 2009. According to the complainant, during the procedure as the biopsy forceps were withdrawn from the scope, it was noted that a part of the blue coating peeled off of the device. The physician searched for any fragments in the patient and endoscope and found none. The procedure was completed with a second biopsy forceps device. The same issue (coating peeled) occured with the second device. Again, the physician searched for fragments and found none. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Although the coating fragments could not be located, the physician was not concerned about the potential of fragments in the patient.

Manufacturer narrative:
Olympus bf 1t160. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of 2 devices used during the same procedure. Refer to manufacturer report # 3005099803-2010-04735, for the other associated device information. It was reported to boston scientific corporation that a biopsy forceps was used during a bronchoscopy procedure performed on (B)(6), 2009. According to the complainant, during the procedure as the biopsy forceps were withdrawn from the scope, it was noted that a part of the blue coating peeled off of the device. The physician searched for any fragments in the patient and endoscope and found none. The procedure was completed with a second biopsy forceps device. The same issue (coating peeled) occured with the second device. Again, the physician searched for fragments and found none. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Although the coating fragments could not be located, the physician was not concerned about the potential of fragments in the patient.